Manufacturer narrative:
This report is submitted on 31 mar 2021.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2020. This report is submitted on december 14, 2020.

Manufacturer narrative:
This report is submitted on july 14, 2020.

Event description:
Per the clinic, it was reported that the patient experienced severe pain during an MRI scan (tesla 1.5) which was subsequently terminated. It was reported that the patient's head was wrapped per the manufacturer's guidelines. A CT scan was performed and confirmed dislodgment of the implant magnet. It is unknown if there are plan for revision surgery to correct the magnet placement.